Event description:
Reporter stated the pixels on the display of the blood glucose monitor are defective and have broken up over time. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).